Event description:
A report was received that a pt underwent pocket revision surgery. The pt's implantable pulse generator has slipped lower to where the pt is sitting on it. The physician moved the implantable pulse generator from the buttock to the abdomen. The pt is reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.